Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (part number 314.132, lot number 7697579). The complaint condition is confirmed as the device was received with the distal tip broken off. The distal end was not returned but based on the product drawing, approximately 5mm is missing. The balance of the device shows surface scratches consistent with typical wear from 3 years of use. Therefore, the complaint condition is confirmed but cannot be replicated as the devices are already broken. The 3.0mm hexagonal screwdriver with t-handle is a component of the universal spinal system (uss) variable axis screw (vas) instrument set ((B)(4)) which is intended to be used with the uss vas system. The uss vas system is a set of devices intended for posterior fixation of the lumbar spine. The hexagonal screwdriver is utilized, along with a holding sleeve, to insert variable access screws into prepared pedicle per the associated technique guide. A review of the current top level design drawing and component drawing was performed. No drawing issues or discrepancies were noted and the design was found to be sufficient for its intended use. Therefore, the complaint condition was determined to not be the result of a design deficiency. A torsion failure calculation for both yield (twisting) and fracture was performed. The torque to yield was approximately 4.37 n-m while the torque to failure was approximately 5.15 n-m. The driver material is tempered and hardened (B)(4). While a root cause could not be definitively determined without additional details regarding the conditions at the time of the break, the condition is consistent with excessive force having been applied to the driver likely caused by accumulated wear over the life of the devices and the method of use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of two screwdrivers broke during implanting of the screw. No fragments reportedly remained in the patient, and the procedure was successfully completed. There was no surgical delay. This report is 2 of 2 for (B)(4).